Event description:
Customer reported the insulin pump had a huge crack on the insulin pump. Customer's blood glucose was 220 mg/dl. The crack goes around the case. Customer stated the damage occurred because of normal wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.